Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode had migrated from its original implant position and was causing oversensing of noise. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.